Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer's blood glucose level had been as high as 500mg/dl. The mother states the customer had woken up with tubing broken off of the tubing cap. The mother states it had happened with two different sets. The mother states they would call back at a later time with product numbers and further information.